Event description:
Customer runs aptt in standard mode and recovers a "not coag 8" "not coag 17". When repeated in extended mode one result is "not coag 17" and the other result recovers 16. 95 sec. Clot curve clearly shows clotting time should be 150-200sec. Appears futura is drawing line to denote clot based on a dip in baseline.